Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was planned to implant a new system once the infection was cleared. The system was disposed of.